Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect/did not provide pain relief. The patient saw the physician monthly and the physician reportedly kept increasing the morphine dose and the patient went into ¿narcolepsy¿ as the patient would fall asleep all the time, anywhere. The patient was seen by a neurologist for testing who told the patient he was receiving too much morphine and this was what was causing the narcolepsy. However, another physician told the patient he was not receiving too much morphine. The patient requested the morphine dosing to be brought down and prior to the explant the physician was in the process of decreasing the medication in the pump. The patient¿s pump was removed on (B)(6) 2013 as the therapy was not working for his pain. Two days prior to explant, the physician told the patient he was not receiving any medication from the pump as the physician had turned down the pump and not because of a pump malfunction. There was no pump or catheter malfunction. The patient also experienced a morphine withdrawal the day of the pump explant. The patient was hitting himself, jumping and jerking. The patient was given oral percocet as prescribed but the patient continued with the reaction. The next morning the patient was admitted to hospital via ambulance as the patient was suicidal. The patient was given dilaudid intravenously for one week while in the hospital. When the patient was released from hospital he then went through withdrawals again. The patient was given oral morphine tablets and sent to a skilled facility for another week. It was further reported that after the pump explant the patient started having problems with his abdomen; ¿gall bladder attacks.¿ the patient was given medication in the emergency room. The patient¿s physician found out the patient had taken oral pain medication and dismissed the patient. The patient found another physician who refused to give the patient narcotics and that physician took the patient off the oral morphine tablets and the patient went through withdrawal again. The past year had been ¿very rough on¿ the patient with all the withdrawals and adjusting that has been done. Additional information has been requested, but was not available as of the date of this report.